Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with an 29mm valve implanted for an unknown implant duration underwent valve-in-valve procedure in the pulmonary position due to regurgitation. A 29mm valve was implanted inside the failing 29mm valve. The procedure was performed as planned without complications. Patient did well.

Event description:
Edwards received information that a patient with an 29mm aortic valve implanted 14 years, two months, underwent valve-in-valve procedure in the pulmonary position due to regurgitation. A 29mm valve was implanted inside the failing 29mm valve. The valve was deployed in good position. A pulmonary angiogram was performed and showed no perivalvular leak. The patient was taken to pacu for recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.